Event description:
Patient had fallen to the floor from a chair that had a chair check alarm. The chair check was found on floor, and it never alarmed. The pad to the bed check was also found on the floor with the patient. The patient was not injured.